Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the initial implant of this implantable cardioverter defibrillator (ICD), and during the placement of surgical staples but before therapy activation, signal artifacts were observed on the right ventricular (rv) lead intracavitary electrogram (egm). These artifacts could not always be reproduced, but whenever they were visualized, they occurred during the manipulation of the pocket once it was closed. The pin was completely inserted in the device header. Air bubble(s) escaping from the header due to slightly opened seal plug is suspected. Patient will be monitored before discharge. R wave amplitude, pacing and shock impedance and pacing capture thresholds remains stable. No pacing inhibition has been documented, and no adverse patient effects were reported. Technical services (ts) was consulted for further review. This ICD remains in service.

Event description:
It was reported that during the initial implant of this implantable cardioverter defibrillator (ICD), and during the placement of surgical staples but before therapy activation, signal artifacts were observed on the right ventricular (rv) lead intracavitary electrogram (egm). These artifacts could not always be reproduced, but whenever they were visualized, they occurred during the manipulation of the pocket once it was closed. The pin was completely inserted in the device header. Air bubble(s) escaping from the header due to slightly opened seal plug is suspected. Patient will be monitored before discharge. R wave amplitude, pacing and shock impedance and pacing capture thresholds remains stable. No pacing inhibition has been documented, and no adverse patient effects were reported. Technical services (ts) was consulted for further review. This ICD remains in service.